Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the device had a full complement of staples. The proximal end of the device was broken and received separated. Furthermore, the articulation rod was bent. Functional testing of the device could not be performed due to the noted damage. Visual testing of the returned device confirmed that it did not meet quality release specifications that were tested regarding the reported condition due to the damage. The reported condition was not confirmed. A review of the device history records indicates the device lot number was released meeting all quality release specifications at the time of manufacture. A secondary condition not related to the reported condition was noted. Replication of the damage noted may occur due to over flexure of the device while attached to the adjoining instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic colectomy according to the reporter: the surgeon performed a laparoscopic colectomy with an idrive ultra. After the surgeon pressed the firing button, the staple could be fired only the half-length and stop. He pressed the firing button again but there was no movement of the instrument. He changed to use another reload and then continued to perform the surgery. No reinforcement material was used. There was no unanticipated tissue loss as a result of this problem. There was no unanticipated tissue damage. There was no unanticipated blood loss of 500cc's or more. Surgical time was not extended by more than 30 minutes. No device fragments fell into the patient cavity.